Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at evening with blood glucose of unknown. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. The customer treated with the bolus, manual injection and insulin drip. Customer stated that the positive results in ketones test. Customer was using auto mode feature. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.